Event description:
It was reported that following a tumor ablation procedure, the patient experienced weakness/paralysis. The patient was prescribed steroids and inpatient rehabilitation. It was reported that the event is not related to the device but it possibly related to the procedure. The event is considered ongoing. If additional information is received, a follow up report will be submitted.

Event description:
Additional information received indicated that the patient displayed some left hemi-neglect, mild left facial droop (lower face, spontaneous move left lower extremity), and could not follow commands in the left upper extremity with no movement even upon noxious stimulus. The patient had physical therapy and was released to inpatient rehabilitation on (B)(6) 2016. At the one month follow-up visit, the patient showed impaired cognition which was considered worse than at discharge. The patient was ultimately admitted to the hospice on (B)(6) 2016.